Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the no image issue could not be determined, however, it is likely that the image issue was due to a defective/damage scope connector due to user handling/mishandling. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Precautions for disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and an evaluation of the returned device confirmed the customer allegation. There was no image due to defective plug unit. Additionally, it was noted that the protector of the light guide tube was damaged. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the evis lucera elite bronchovideoscope displayed no image in the octagonal frame; however, the scope information was displayed on the monitor. The issue was found during reprocessing. There was no delay in procedure and no reports of patient harm associated with the event.